Manufacturer narrative:
Batch review performed on 04-02-2025: lot 161370: (B)(4) items manufactured and released on 25-05-2016. Expiration date: 2021-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at 8 years and 4 months due to a depression of the tibial plateau linked to patient's weight. Tibial tray and insert were revised, gmk-revision tibial tray with wedges and extension stem implanted. No trauma, no loosening of the femoral component and no infection were reported.